Event description:
Pt experienced cardiopulmonary arrest following a 3 level kyphoplasty with injection of bone cement. While still in or at 1145 02 sats decreased from 100 to 55, end tidal c02 decreased to 18 which was documented as consistent with pulmonary embolism. A full code was called. Resuscitation attempts were unsuccessful.